Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of drive/motor anomaly. The customer's blood glucose reading was high. The customer stated that the pump made sounds without alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor functions properly during testing. No drive motor anomaly or unexpected motor noise noted. The insulin pump was programmed and monitored for two days; no audio/beep anomaly or unexpected alarms noted. The motor was tested outside of the device and passed. The insulin pump had a scratched case and a pillowing keypad overlay.